Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, a photo of the complaint device was received. According to the picture provided by the customer, the dilator is fully inserted into the sheath, and no damage or anomalies were observed on the dilator or the device. However, the picture does not provide enough information related to the event described by the customer. A device history record evaluation was performed for the finished device number 00001908 and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. There was difficulty advancing the sheath in the patient. There was resistance when inserting the vizigo sheath into the body. The vizigo sheath advanced just a little bit of the way before they were unable to advance the vizigo sheath further. After inspecting the vizigo sheath, it was discovered that the end of the dilator appeared to be crimped and there was a bump at the end of the vizigo sheath. They replaced the vizigo sheath and the procedure continued. The sheath did not feel rough. There was no damage to the dilator, the end of the sheath look compressed/crimped. No patient consequences were reported. Rough/crimped sheath shaft is MDR-reportable.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 08-jun-2022. The device evaluation was completed on 13-jul-2022. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip was found bent on the carto vizigo sheath device. This issue could be related to the insertion of the sheath into the body and could be procedure related. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The instructions for use contain the following recommendations: for use with compatible rf generators, carto¿3 system and biosense webster cables, and other appropriate interface cables and connectors. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review, it was noted that a more suitable medical device problem code is available. Therefore, the h6. Medical device problem code has been updated to material too soft / flexible (a040608). The complaint has been reassessed and this event is no longer considered to be MDR reportable. However, since this event has already been reported to FDA, the results of the device evaluation has been included on this report.